Event description:
The reporter stated a home care patient was receiving infusion and the patient noted a hole in the filter casing that was causing a leak. The reporter stated they experienced fatigue and "felt unwell". The reporter stated the device was replaced to continue infusion. No adverse effects reported.

Manufacturer narrative:
One cadd extension set and three pictures were returned for the evaluation of the reported issue. Sample was received in used conditions, without its original packaging. A functional inspection was conducted using a syringe with colored water to detect any leak. During the test, a leak was found fleeing from the air vent of the filter in the sample, the failure mode reported is confirmed. Root cause could not be determined through analysis of the returned set, investigation into this issue suggests the presence of surfactants as the likely root cause. Manufacturing actions taken.